Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was reloaded, and insulin delivery was resumed. It was also reported that a cartridge alarm occurred during insulin delivery. Customer reloaded the same cartridge to address the issue. Customer¿s blood glucose level was 170 mg/dl.